Manufacturer narrative:
Product ID 3777-60 serial# (B)(4) was returned for product analysis. Analysis found that the insulation degradation consistent with metal ion oxidation observed at the distal tip of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged. Attempts to connect with the ins using the clinician programmer, patient programmer, and recharger were unsuccessful. It was noted that patient compliance may have led or contributed to the issue. The manufacturer representative stated that the patient didn¿t have time for a physician mode restart (pmr) and the issue was not resolved. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are spinal pain and multiple back operations. Additional information was reported that the patient doesn't know when she first started noticing that the ins was overdischarged, but she reported that she hasn't charged in nine months. A physician mode recharge (pmr) was done. Normal charging was attained. The ins was charged to 50%, and the power on reset (por) was cleared. The ins depleted when running impedance test. The patient was instructed to charge the ins to full daily for the next two week. The issue was resolved and information was confirmed with account. No further information was reported.